Event description:
It was reported that this right ventricular (rv) lead exhibited out of range impedance and an acute threshold increase. Subsequently, a revision procedure was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited nonspecific product performance allegation. Subsequently, a revision procedure was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.